Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : g1-2-g3-g4-h2-h6-h10. The device has been returned to the manufacturer. Therefore it could not be analyzed, it's come break the device manufacturing quality record could not been reviewed as the lot number was not find in our data base. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that due to frequent material use, it probably came to the breakage of the gun.

Manufacturer narrative:
(B)(4). The investigation is ongoing a supplemental will be provided to share the investigation results.

Event description:
It has been reported that due to frequent material use, it probably came to the breakage of the gun.